Event description:
It was reported that during a procedure the surgeon experienced no vision in the left eye of the camera. No patient harm was reported. The procedure was converted to traditional open surgical technique to finish the surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the camera head and camera controller. The hospital's system was repaired by replacing the camera head and camera controller failed. The hospital's da vinci vision system passed testing after the repairs were performed. The camera head and camera controller were returned and evaluated. Failure analysis found an intermittent short in the camera head cable, which caused the fuse to blow in the camera controller. As of october 7, 2004, this issue has not recurred at the hospital since the system was repaired.